Event description:
As reported by the facility on their medwatch report: "during balloon angioplasty of right and left pulmonary arteries; balloon catheter inflated to 3.5 atmospheres, balloon burst (rated burst pressure 3.5 atm). Catheter withdrawn into 6 fr sheath and removed from patient as a unit. Per physician, all balloon parts recovered, balloon burst at circumference. A new 6 fr sheath was placed to complete the procedure with another balloon."

Manufacturer narrative:
It was stated by the facility that the balloon experienced a circumferential burst; which is typically seen when the catheter has been over pressurized or with anatomical problems such as calcification. It was not reported if calcification was present in this patient. The report stated that this catheter burst at 3.5 atm which is the rated burst pressure. The catheter was not returned to numed, so an evaluation could not be performed on the device. A comparative catheter was pulled from stock and tested. The comparative catheter that was pulled and tested for rbp did not burst until 6 atm. It is not known what caused this burst.